Event description:
The manufacturer's representative reported a pump volume discrepancy. During a recent refill appointment, the hcp reported the pt's expected residual volume (erv) was 4.8 ml, but the actual residual volume (arv) was 38.0 ml. At the same refill appointment, the hcp reported, "the pt states chronic neck, headache and low back pain symptoms are managed with the present pump setting and is functional. The pt denies any new episodes of disorientation or confusion". The hcp indicated that the pre-refill interrogation of the pump resulted in no flags or warning dialogues indicating malfunction or that the pump was turned off prior to this visit. The hcp cannot explain the reason for the volume discrepancy. A sample of the pump aspirate was sent to an independent lab for physical and chemical analysis. The pt's pump was last refilled with morphine (40.0 mg/ml) and bupivacaine (10.0 mg/ml) delivered at 10.002 mg/day and 2.501 mg/day respectively. Add'l info has been requested, but was not available at the time of this report.